Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of hematoma is listed in the perclose prostyle instructions for use as a known patient effect(s). The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device after a percutaneous coronary intervention (pci) procedure. It was reported that the knot did not drop down to the arteriotomy and failed to achieve hemostasis. Manual compression was applied for 45 minutes and a hematoma developed. Treatment for the hematoma was not provided. A delay in the procedure occurred. No additional information was provided.